Event description:
It was reported that two (2) 250ml exactamix eva (ethylene vinyl acetate) bags were leaking from the administration port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between january 30-february 4, 2025. H11: two (2) devices were received for evaluation. The reported issue was identified during the visual inspection of the returned samples which showed that tpn solution was leaking into the outer pouch. Functional testing of the samples was performed and leaked from the administration port bonding area during testing on the returned samples. The reported condition was verified. The cause of the issue could not be determined; however, the cause was likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding in the returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.